Manufacturer narrative:
A2: age: 85, sex: male based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports the "tips of coudes are bent/ not aligned with curl and caused bleeding events." He said "he has been using this product for the last 6 months as he prefers its portability and prior to this used gc glide and has cath'd for many years. He caths 4-5 x a day for retention from " a problem with his bladder muscle not working." He said he was told his prostate is only a little enlarged but not of too much concern. He said he has found defects in the gcafm product since he has used it in nearly every box he has ever received. He said this particular shipment was particularly bad. He said the "tips are sometimes bent to the left or to the right or down and they are not oriented to the curl." He said the tip can be bent off "30-35 degrees easily" from the alignment of the curl. He said he has had bleeding 3 times since he used ones with these off bends as he feels he scrapes something in his urethra as they don't go in with coude tip upwards as they should. This most recent bleeding event with use was earlier this week he had a lot of bleeding he said with defect. He wore a diaper and noted bleeding in it for 8 hrs prior to it stopping on it's own. He said the other 2 bleeding events were in the past and not as bad. Bleeding always stopped on it's own did not seek medical treatment. He is on baby aspirin daily and that is a blood thinner. He is doing much better now, bleeding has stopped."